Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant. Device not returned for evaluation.

Event description:
It was reported PICC line placed and leaking noted near tear when flushing. The line was removed and replaced with a new one. It was reported this event occurred twice. This report addresses the first event.